Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-04815, 2134265-2011-04817, 2134265-2011-04818. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and worsening coronary artery disease. Lesion 1 was located in the 1st obtuse marginal (om). The lesion was 80% stenosed, 2.6mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was a long lesion located in the distal circumflex (cx) and extending up to the 2nd om. The lesion was 90% stenosed, 2.8mm in diameter ad 20mm long. The lesion was treated with predilation and placement of a 2.5x24mm and 3.0x12mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. Lesion 3 was located in the proximal cx. The lesion was 80% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 3.0x24mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced worsening coronary artery disease and restenosis. Cardiac catheterization was recommended and showed 70% diffuse in-stent restenosis in om1 and 70% focal in-stent restenosis in om2. A coronary artery bypass graft was performed on the target vessel. An end to side graft was performed on the left anterior descending (lad). Also, an end to side graft was performed on the 1st om branch and a side to side graft was performed on the 2nd om branch. Five days later, the event was considered resolved with residual effects. The patient was discharged on aspirin.